Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Event description:
Procedure: kidney/adrenal gland. According to the reporter, during use on a patient, air leaked and the balloon did not inflate. No patient harm. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).